Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a visual inspection of the pump found no cosmetic damages. Investigation found that the keypad cover was peeling while all of the keypad buttons responded properly. Removal of the keypad cover found contamination under all of the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the reported button issue, the pump powered up to a dim and discolored verify screen with faded text.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button had a delayed respond to presses. There was no damage to the pump and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.